Manufacturer narrative:
The device has not been returned for evaluation. However, the device was available via telephone communication. We have not yet completed the investigation.

Event description:
The customer reported that their display on acuity central station system marian1 was not working. This resulted in a temporary inability to centrally monitor pts. There was no report of any pt harm as a result of the reported events.